Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via the manufacturer¿s representative (rep) they were experiencing a jolting sensation since implant at the area of stimulation so they met for a normal post-operative appointment. The rep. Tried some alternate programming with which the consumer was getting good coverage, but later that day they stopped feeling stimulation. An impedance check was performed with zero as a reference with 8-15 having results greater than 10,000 ohms. The rep. Tried to program using only 11, but the consumer continued to feel some jolting. It was noted during the actual procedure impedances were tested with all results within a normal range, but a week prior to meeting with the rep. The consumer had a fall. The rep. Was going to program around the impedance issue and review the information with the physician. On (B)(6) the rep. Called back and reported the consumer was still having issues with therapy. The rep. Met with the consumer again on (B)(6) and performed another impedance check with several contacts being out of range, but most were within a normal range so reprogramming was performed and the consumer seemed okay with therapy. However, after going home the consumer reported they needed to program their amplitude much higher than before the implant was replaced and they were getting ¿surges.¿ the cause of the high impedance and shocking wasn't determined, but the rep. Was going to review this information wi th the physician. Relevant medical history includes spinal pain.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient has a revision scheduled for (B)(6) 2017. The cause of the issue hasn't been determined.

Manufacturer narrative:
Product ID 39565, serial# (B)(4), implanted: (B)(6) 2007, product type lead.

Event description:
Additional information was received from the rep reporting that the x-ray confirmed that the 8-15 lead was not secured in the header block and is unclear why at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.